Event description:
Reporter stated that caller from facility reported that the last 2 digits on the displays on station 2 have become very difficulty to read. Reporter had caller rub her thumb across the display, but this did not resolve the issue. The reporter advised the caller not to use the unit, which will be sent to product services for evaluation. No patient involvement.